Event description:
It was reported during a routine check, the cardiosave intra-aortic balloon pump (iabp) screen not working . Flickering screen for few second then before stable later. There was no patient involvement reported.

Manufacturer narrative:
Due to character restrictions in block e1 telephone number : (B)(6). A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, d8, d9, d10, g1, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes and investigation conclusions), h11. A getinge field service engineer was dispatched to investigate the issue. The fse stated that the issue was discovered to be the result of a loosened cable which carries that signal from the pump to the user interface. So, in order to fix the issue, the fse replaced the coiled cable. The fse then stated that the flickering of the screen stopped.